Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The case was completed with cryo. A service visit occurred on a later date and blood was found at the coaxial connection to the console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.